Manufacturer narrative:
This report is submitted january 3, 2020. - attachment: [159956 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on november 22 2019.

Event description:
Per the clinic, the patient experienced a device tip fold-over. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.